Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient pin area of the cassette during an unknown phase of their pd treatment. The patient stated that the fluid leak did not come in contact with the cycler. The patient reported receiving an air detected in cassette during an unknown phase of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to cancel their treatment. Upon follow up, the pdrn stated the patient did not connect to the cycler and did manual bags. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer without original package, a physical evaluation was performed. The sample was visually inspected, and it was found that the sample is acceptable, no damages on patient connector were noticed. In addition, the sample was tested in the cycler machine and no leaks or other issues were detected during period tested. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient pin area of the cassette during an unknown phase of their pd treatment. The patient stated that the fluid leak did not come in contact with the cycler. The patient reported receiving an air detected in cassette during an unknown phase of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to cancel their treatment. Upon follow up, the pdrn stated the patient did not connect to the cycler and did manual bags. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.